Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. Our field service engineer determined the gas modules needed to be replaced. After an out-of-box gas module failure he replaced the o2 and air gas modules. The ventilator passed pre-use check, all performance and safety tests to factory specifications and was cleared for clinical use. No part was returned. The evaluation of the received device logs shows several alarms for low o2 concentration (B)(6)2019 and (B)(6)2019 , the latter 1 day before the reported date of event. The date of event will therefore be adjusted to(B)(6)2019 . Low o2 concentration may cause an adverse event depending on the patient's sensitivity. The reported alarms for low o2 concentration could be confirmed from the device logs. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: 230470.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).